Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was pt said their old ins wore out and just quit working. Pt said it was "quite awhile back". Pss documenting information given during call. The device was replaced on (B)(6) 2022.